Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Distributor reported on behalf of healthcare professional "regular contours and radial folds. There are incipient signs of oil droplets, with no evidence of signs of intracapsular rupture¿, "pain, "discomfort with upper limb movement" and "silicone bleeding". This record is for the right side. Device remains implanted.